Event description:
Boston scientific received information that one week following the implant of this lead capture threshold measurements had increased from 0.8v at implant to 2.5v. Ultimately, no capture was observed and a revision procedure was performed. Under fluoroscopy, the lead had completely dislodged. The lead was explanted and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuttings in the insulation were found. It is reasonable to assume, that the cuttings resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. In summary, the lead presented cuttings in the insulation, which resulted presumably from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.